Event description:
This lead was returned with oos documentation from biotronik rep. This lead became dislodged. The lead was removed due to total loss of capture and was replaced with a competitor's lead. There are no adverse events reported for this pt.